Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the patient controller after the patient had hip surgery on (B)(6) 2018. Troubleshooting was attempted to no avail. Additional follow-up is pending to determine the next course of action to address the issue.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced as the ipg was unable to be recovered. Therapy resumed post procedure.